Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was fired across the renal artery. It cut but did not staple. The patient expired. No other details are presently known.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. According to the the sales rep. Sales rep spoke with dr. Dr was using the device for the 5th firing ~70% through the case. All firings were with a white cartridge. No anomalies were noted for any of the firings until the doctor opened the device on the 5th firing and two streams of blood were squirting out. Fifth firing was on the renal artery and vein. Procedure converted to open, 30 minutes to identify a source of the bleeding. Vascular surgeon was called in. No staples were visible. It is unknown if an autopsy was performed. Patient was a male in his 60's.

Manufacturer narrative:
(B)(4) the analysis found that one ple60a device was returned in good visual condition and with one ecr60w cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The risk manager indicated that she had no further information except that the device was fired three times and only one firing "misfired" according to the dr. She could not further explain "misfire." There were no abnormal sounds or difficulties during firing of the device. No autopsy was performed. No further information. Attempts have been made to coordinate a call with the surgeon. To date no response has been received. If further information is obtained at a later date, a supplemental will be sent to reflect any new information.